Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for sepsis and had complaints of fever, malaise, and cough. Cultures were obtained and patient was given intravenous (IV) vancomycin and zosyn in the emergency department. It was noted that the patient recently had an episode of epistaxis and had packing in left nostril on (B)(6) 2019 with a rhino rocket. Ear, nose, and throat department was consulted and removed the packing from the left nostril on (B)(6) 2019. Patient began to have active bleeding again so it was replaced on the same day. On (B)(6) 2019 the packing was removed from the left nostril and fibrillar was placed. The ear, nose, and throat (ent) department did not believe the packing was the cause of the sepsis. Blood cultures came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient continued on IV vancomycin and was started on IV cefepime. The patient had a computed tomography (CT) scan that showed a new focal fluid collection within the left anterior chest wall which was noted to possibly represent seroma or abscess. No intervention was necessary. The patient had a peripherally inserted central catheter (PICC) line for inotropes. The PICC was removed due to possible source of infection. Cefepime was stopped on (B)(6) 2019 and vancomycin was continued for mrsa. The infectious disease (ID) department recommended that the patient receive vancomycin for 6 weeks with an estimated end date of (B)(6) 2019. It was noted that a CT scan would be repeated in 4 weeks to assess the fluid collection. The fibrillar placed on (B)(6) 2019 had dissolved and the patient had no epistaxis until (B)(6) 2019. Patient began to have a nosebleed that was not resolved by holding pressure. A silver nitrate swab was administered. This offered relief for 30 minutes and then the nosebleed began again. Patient noted to be on inhaled nitric oxide for heart failure so this was discontinued due to the nosebleed. Aspirin dosage was dropped to 81 mg. The bleeding resolved. While admitted to the hospital for sepsis, the patient reported that they had pain near the driveline exit site under the skin. The patient reported that his abdomen was distended and may have irritated the driveline. No drainage was present. Patient was given zosyn for 3 days as prophylaxis. No signs of infection noted. It was reported that the patient was elevated on the transplant list due to right heart failure. The device was reported to be functioning as intended. The patient had a heart transplant on (B)(6) 2019. It was noted that the patient continued on antibiotics after transplant and the infection was not resolved at the time of outcome.

Manufacturer narrative:
Section d10: additional information. ' section h3: additional information. Manufacturer's investigation conclusion: no device related issues were discovered during the evaluation of (B)(6). A specific cause for the reported bacteremia and sepsis could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported epistaxis and right heart failure could not be determined through this evaluation. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations. The returned portions of the sealed outflow graft showed no evidence of distortion such as twisting or kinking. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log file data retrieved from (B)(6) cumulatively contained data from (B)(6) 2018 ¿ (B)(6) 2019 and appeared to show the pump operating as intended with overall stable parameters and no atypical events captured. Following cleaning, (B)(6) was reassembled and operated on a mock circulatory loop. The pump functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists infection, sepsis, bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.